Event description:
Customer reported a no delivery alarm. The customer's blood glucose was 126 mg/dl. Troubleshooting verified that insulin was not able to exit from the tubing. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).